Manufacturer narrative:
No sample has been returned for evaluation for the report of fluid collection 360 degree causing myopic shift; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. Photos were reviewed my the investigation site. All four photos are of x-rays of an eye which show fluid collection, which confirms the reported issue of fluid collection. No other information can be obtained from the photos. The returned photos did confirm fluid collection; however, no other information could be obtained for when and how the myopic shift occurred, therefore, the root cause for the customer complaint issue cannot be determined. There is no indication of intraoperative complications associated with device implantation, and no information provided regarding postoperative complications or medications that may have contributed to the event's occurrence. There is no evidence, however, of device failure. Possible root cause is that ciliary body edema and/or anterior chamber shallowing with transient intraocular lens (iol) movement is a known risk associated with use of the device, which is clearly stated in product labeling. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation; the device remains implanted. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Additional information has been requested. (B)(4).

Event description:
A surgeon reported patients experiencing a myopic shift with fluid collection 360 degree causing myopic shift following a glaucoma micro-stent implant. Additional information was requested.